Event description:
It was reported on (B)(6) 2009, that the pt's device was not working. The pt reported an alarm and acute pain over the entire system. The empty reservoir error code appeared on the pt therapy manager. Pt's status was unk. The device contained dilaudid (hydromorphone). It was reported on (B)(6) 2010, that the pt programmer had a critical alarm code. The pt had a return of symptoms, the pain had been getting worse. The pt had not had a recent MRI. On 6, 2010, it was reported that the critical alarm was confirmed by telemetry and was due to an intermittent motor stall. The pt had been scheduled for a replacement. The pt status was asymptomatic. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).